Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and lymphadenopathy.

Event description:
Healthcare professional reported right side rupture. Patient additionally reported right side "pain, swelling", "swollen lymph nodes", and "fluid". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Edema: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional reported right side rupture. Patient additionally reported right side "pain, swelling", "swollen lymph nodes", and "fluid". Device has been explanted.